Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump would not complete the fill tubing process. The customer stated that she noticed air bubbles that would not move when she tried to push insulin through. Blood glucose level at the time of the incident was 188 mg/dl. The customer reported that she had been experiencing blood glucose levels over 300 mg/dl, which were treated with manual injections. During troubleshooting, the customer confirmed that the infusion set had last been replaced over a week prior to the call. The customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.